Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported insulin leaking past the reservoir o-rings during normal use. The customer also experienced high blood glucose levels. The customer was not comfortable with the rest of the reservoirs in the box, and requested the entire box replaced. Nothing further was reported.